Event description:
The customer states the tip of the blade broke while doing the incision on the pt. The blade was purchased by (B)(6) and sold to (B)(6). Contact person (B)(6). The procedure was performed on (B)(6) 2013 by dr (B)(6). The blade was typically used for this procedure and has not been modified. The pt was not believed to have been injured as a result of this and the procedure was not affected per customer. They did not save the sample to return.